Event description:
The customer stated that his finger sticker, his meter and a couple of other items were stolen. As a result, he needed assistance reloading his insulin pump. The patient was assisted in rewinding the unit. During troubleshooting, the customer accidentally bent the needle. Later, he was walked through the process of changing the infusion set. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.